Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Customer experienced at least three occurrences of the same malfunction and the pump was reset with assistance from technical support. Customer will continue to use current pump for insulin therapy.